Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk). Dlk was found to be greater in the left eye than right eye. At three day post lasik visit. An oral steroid was prescribed and topical steroid drop dosage was increased to hourly. The patient is doing great. A flap lift may need to be done in the future if patient does not respond to steroids. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).